Event description:
It was reported that post-operatively the right atrial (ra) lead slipped into the ventricle. It was noted that the patient had dementia and moved their arms about after implant. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).